Event description:
Employee reported that focal work station was connecting structure outlines that were not the same structure thereby giving incorrect structure volumes and providing erroneous dose volume histograms.